Event description:
It was reported that in anesthesia prior to insertion, the md found the swg was severely bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Eval: a swg with advancer assembly was returned for eval. The swg was examined and there were multiple bends from 3.5 cm through the distal tip; no other damage was observed on the swg. Under magnification, both end welds were full and intact and no separations were found along the length of the wire. Manual tug testing on each end of the wire confirmed that there were no separations in the core wire. The length and od of the swg were measured and met specifications. The advancer assembly was examined and it appeared typical and all parts of the assembly were tightly connected. The swg was able to be inserted easily into the advancer tubing without resistance. The device history records for the swg were reviewed with no findings relevant to this complaint investigation. The reported complaint of a bent swg was confirmed through visual inspection of the returned sample. Based on when the damage was observed (prior to insertion) and that the swg was bent near the distal end, previous investigation has determined that the potential cause is tray design related. An engineering change request was initiated to implement a redesigned tray to replace the current tray in order to reduce component contact and movement within the tray.